Event description:
It was reported that unexpected resets occurred intermittently. Customer changed the cartridge and successfully resumed insulin delivery. Customer's blood glucose level was 250 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.